Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic aortic valve underwent a valve-in-valve procedure due to severe aortic stenosis. Echocardiogram demonstrated thickened and restricted valve leaflets. Implant duration of the pre-existing surgical valve is approximately nine (9) years. Post-tavr, the patient decompensated and subsequently expired in the or. No other details.

Manufacturer narrative:
The DHR cannot be performed because the serial number is unknown.